Event description:
Loosening of the reverse tray.

Manufacturer narrative:
The review of the device history showed no deviations. The product complies with the specifications valid at the time of manufacture.

Event description:
Loosening of the reverse tray.

Manufacturer narrative:
The review of the device history showed no deviations. The product complies with the specifications valid at the time of manufacture. This is the final supplemental report, the complaint is closed.